Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that a stent damage occurred. A 2.25x24mm promus element plus stent delivery system was advanced to treat the lesion. The was stent was deformed. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. It was noted that the most proximal stent row was folded back distally on the stent. In addition, several struts from stent rows at the proximal end of the stent were squashed. This type of damage is consistent with the stent meeting resistance upon withdrawal. In addition, the inner was kinked at several locations distal to the port. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. A 2.25x24mm promus element¿ plus stent delivery system was advanced to treat the lesion. The was stent was deformed. No patient complications were reported and patient's status was stable.